Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. No unusual roughness was detected. Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch gdm377, mfg date: 04/06/2013, exp date: 04/30/2018; batch gek499, mfg date: 05/01/2013, exp date: 05/31/2018.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture broke. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 1/23/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.